Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side and missing a fragment at the threads at the edge. The returned battery cap threads were stripped and unable to fit securely. The test battery cap was used. Unrelated to the original complaint, evidence of moisture corrosion was observed on the display screen inside the pump. The pump powered up to a dim and pinkish display contrast. Pump cover was removed to find further moisture corrosion to the display circuit, and to the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.